Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was incomplete printing on a bd posiflush¿ xs 10ml pre-filled flush syringe(s) nacl 0.9%, before use. No report of medical intervention or serious injury.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. A CAPA has been raised to deal with the staining issue. CAPA (B)(4). This is cosmetic only.